Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on (B)(6) 2016 in the morning. The patient manages her diabetes with oral medications diet and/or exercise and was unable /unwilling to answer if she made any change to her usual diabetes management routine as a result of the alleged product issue. She reported that one day after the alleged product issue began she felt weak, lightheaded, dizzy, could not drive, a rapid heartbeat and passed out. On (B)(6) 2016 at an unspecified time the patient stated that she received health care professional (hcp) treatment from with glucose tablets /gel. She stated that on (B)(6) 2016 in the evening she obtained a blood glucose result of 198mg/dl on a doctor's meter. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and when she pressed the power button the meter did not power on. The patient was using the correct test strips, when the patient inserted a new test strips the meter did not power on. In addition cca noted that the meter batteries did not required replacing and the product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the patient received treatment from a healthcare professional for an acute complication of hypoglycaemia.